Event description:
It was reported that patient underwent an initial hip arthroplasty receiving competitor components on an unknown date. It was further reported that patient underwent a revision procedure on to remove and replace all components with cement spacers, a biomet head and acetabular liner on (B)(6) 2011, due to infection. Another revision procedure was performed on (B)(6) 2011, to remove and replace all components with a custom hip spacer and modular head due to infection. Subsequently, a revision procedure took place on (B)(6) 2012, where all components were removed and replaced with an orthopedic salvage(B)(6) 2012, where the modular head was removed and replaced. A revision procedure occurred on (B)(6) 2014, due to a fracture at the connection of two of the diaphyseal segments. The segments and modular head were removed and replaced. A review of the invoice history confirmed all surgery dates.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." This report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2014-05969/05973). This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.